Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; perioperative factors associated with aneurysm sac size changes after endovascular aneurysm repair daijiro hori, yohei nomura. Taketo yamauchi, hiroshi furuhata, harunobu matsumoto, naoyuki kimura, koichi yuri, atsushi yamaguchi. Department of"cardiovascular surgery, saitama medical center, jichi medical university, 1-847 amanuma-cho, omiya-ku, saitama, japan doi.org/10.1007/s00595-018-1714-z. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in the endovascular repair of patients. The following adverse events were reported; serious injury; intervention, occlusion with fem-fem bypass, aneurysm enlargement.